Manufacturer narrative:
Literature citation: tamura, hiroshi et.al. (2016) ¿comparison of clinical and angiographic outcomes after bare metal stents and drug-eluting stents following rotational atherectomy¿ international heart journal, mar 2016, 57 (2) p.150-157. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that perforation and myocardial infarction occurred. The goal of this retrospective single center study was to assess the long-term outcome after rotational atherectomy followed by drug-eluting and bare metal stent implantation in complex calcified coronary lesions and to compare the outcomes among various drug-eluting stents. The target lesions were located primarily in the left anterior descending artery and the majority were complex, type b2/c lesions. Angiographic success was 100% and procedural success was 97%. There were a few cases of perforation and myocardial infarction. Three different types of drug-eluting stents (des) were used, sirolimus, paclitaxel and everolimus; however, the brand name and/or manufacturer of the drug-eluting and bare metal stents was not indicated. It is not clear if the events of perforation and myocardial infarction were related to the rotational atherectomy procedure. The finding of the study was that rotational atherectomy followed by des implantation is feasible and effective for calcified complex coronary lesions with lower incidences of patient complications during the long term follow up period as compared to that of rotational atherectomy followed by bare metal stent implantation.